Event description:
During a check out procedure at the manufacturer service center, a ventilator was alarming for high temperature. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture previously reported receiving during a check out procedure at the manufacturer service center, a ventilator was alarming for high temperature. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. In addition of the above evaluation, thermistor, sensor board and blower needs to be replaced for prevention.